Event description:
International affiliate reports the x-mesh posterior inserter/expander broke during use, resulting in the inability to expand an x-mesh cage in situ. The procedure could not be completed because there was no other method of distracting the cage. The patient was closed, an instrument loan kit containing the same instrument was obtained from another hospital, and the patient was brought back to surgery the next day so that the x-mesh cage would be inserted again.

Manufacturer narrative:
The x-mesh inserter/expander has been returned for evaluation. A follow up medwatch report will be filed upon completion of the evaluation.

Manufacturer narrative:
Examination of the returned inserter/expander confirmed that the instrument was binding. Review of incoming inspection records found the lot met specifications when released to stock. The inspection included 100% functional check. No other complaints have been reported for this production lot. No definitive conclusions can be made. However, the damage is indicative of insufficient lubrication of the inserter/expander and/or over expansion of the instrument during usage. A CAPA has been opened to further investigate the issue. At this time, the complaint is considered to be closed.